Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The device was deployed and implanted. During the procedure, the patient experienced a pericardial effusion leading to cardiac tamponade and cardiac arrest. A pericardiocentesis was performed however, death occurred. The cause of death was cardiac arrest due to cardiac tamponade.